Manufacturer narrative:
Parts were sent to MDR for investigation. Review of their investigation report indicates there was scratching to the head and liner (very fine on both from articulation and some deeper likely as a result of retrieval) and pitting/crevice corrosion in the taper region of both the head and stem. Corrosion on the stem taper was classified as severe since 10% of the surface was covered in black debris. A pink contaminant was found in the bottom of the head taper; analysis of this showed it was polyethylene likely to be from packaging. If is not known when the debris got into the taper, whether it was at manufacturing, packaging or intraoperatively. Other black debris was analyzed and was found to contain high amounts of carbon, most likely from the environment it was implanted in (human body). Edxa analysis of the black material on the head also revealed elements of the (B)(4) from the base head material, some ti elements from stem transfer and cl and o2 from the environment; all indicative of corrosion having occurred. Analysis of the black material on the stem taper revealed ti alloy elements and some elements of (B)(4) indicating transfer of material between the head and stem and the presence of corrosion. Author commented that micromotion occurs in tapered devices that draws body fluid into the space between the taper facilitating corrosion. There was a suggestion that the pink contaminant may have enhanced that effect as the taper would not have been fully engaged. It was deemed that the root cause of the patients pain was likely as a result of the corrosion occurring, since that created a localized drop in ph in the area. The human body is a naturally corrosive environment; the addition of metal implants with a taper junction that can corrode under loading and micromotion conditions can result in patient pain and corrosion product production. The presence of the pink packaging contaminant may not have been constructive in this situation. Wear evaluation of the head and liner indicated low wear volumes. The calculated wear depth was 6.4?m/year for each component and was reported within the range of revised metal-on-metal implants revised for suspected metal sensitivity. X-ray analysis indicated the implants were positioned well (cup at approximately 45?) And stem sleeve was well ingrown. Root cause: undetermined the presence of the packaging contaminant and micromotion of heads on tapers can lead to the production of corrosion products which can result in patient pain. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Addendum added 11-april-2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that: wear occurred on the bearing surfaces and on the head/taper connection. It is likely that this device failed due to a combination of device, surgical technique, surgical procedure and patient related factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Conclusion and justification status: following further investigation by bioengineering, notification was received that: wear occurred on the bearing surfaces and on the head/taper connection. It is likely that this device failed due to a combination of device, surgical technique, surgical procedure and patient related factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised due to potential alval and pain.